Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Based on the information received the cause cannot be determined; however, patient factors and progression of underlying valvular disease pathology may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 31mm mitral valve implanted eight years, four months, underwent valve-in-valve procedure due to mitral stenosis and regurgitation. A 29mm transcatheter valve was implanted inside the 31mm valve. It was learned patient was in palliative care and expired on post-operative day four due to unknown reasons.

Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. The cause of the event remains indeterminable.

Event description:
Edwards received information patient underwent valve-in-valve procedure due to critical degenerative mitral bioprosthetic valve stenosis, and moderate regurgitation. Patient initially presented at outside facility with complaints of progressively worsening exertional dyspnea and fatigue. Patient was diagnosed with acute on chronic congestive heart failure. However, despite medical therapy, the patient failed to improve. Patient was subsequently transferred to another facility where again, despite medical therapy, the patient failed to improve. However, the patient was found to have critical bioprosthetic mitral valve stenosis, moderate mitral regurgitation, and severe tricuspid regurgitation. Here were no immediate complications. The intraaortic balloon pump was sutured in place. The patient was subsequently transferred out of the operating room by the department of cardiac anesthesia.

Manufacturer narrative:
The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology may have contributed to the event. Added information to b5 and f10 patient codes after re-review of information received.

Event description:
Iabp was placed prior to the valve-in-valve procedure. It was learned patient was palliative care and expired on post-operative day four due to hemorrhagic stroke brought on by coagulopathy.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.